Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter.returned test strips produced lo readings on level 270. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer comlains of e5 error message. Customer states the error message appears after the blood sample is applied. The customer states is well and it has been no adverse event related to the error message. Customer confirms the proper testing technique and storage method. A blood test was attempted and error message appears.